Event description:
A surgeon reported in a literature report that vacuoles were detected on an implanted lens surface intraoperatively and upon follow up in conjunction with viscoelastic product use during surgery. The vacuoles were noted to have dissipated spontaneously after four months with no impact to the patient. Additional information has been requested.

Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Without an identified lot number or complaint sample, no lot specific investigation can be performed. All batches are released according to the required specifications. Additional information has been requested, but none has been received. (B)(4).